Event description:
It was reported to fresenius that a communication error (code 9052.1) was received during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine and treatment had to be terminated. It was unknown how far into treatment the error was received. Preventative maintenance (pm) had been carried out by a fresenius technician and the machine's software had been upgraded in february 2024. The machine data has been provided to the manufacturer for review. During additional follow-up the healthcare provider (hcp) confirmed that the circuit could not be returned. The patient's estimated blood loss (ebl) is approximately 500 ml. The patient did not experience a serious injury or require medical intervention. A blood transfusion was not required. The technician confirmed the error code and noted an additional error (code 9040) logged in the error memory which should be rectified by the latest software upgrade (version 6.02).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the machine files were received for review. According to the records, a software error occurred and error code 9040.1 was triggered. There are many sources for this error to occur. There is currently no software available to stop this behavior. Rebooting the machine should resolve the error and treatment can continue. Manual blood reinfusion should always be possible and is described within the instructions for use (IFU). Software version 6.02 solves some sources of the software error but not all possible sources could be/were addressed. The sources of those cases are collected and considered within the scope of the product improvement process. A review of the device history record (DHR) is not required for this case.

Event description:
It was reported to fresenius that a communication error (code 9052.1) was received during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine and treatment had to be terminated. It was unknown how far into treatment the error was received. Preventative maintenance (pm) had been carried out by a fresenius technician and the machine's software had been upgraded in (B)(6) 2024. The machine data has been provided to the manufacturer for review. During additional follow-up the healthcare provider (hcp) confirmed that the circuit could not be returned. The patient's estimated blood loss (ebl) is approximately 500 ml. The patient did not experience a serious injury or require medical intervention. A blood transfusion was not required. The technician confirmed the error code and noted an additional error (code 9040) logged in the error memory which should be rectified by the latest software upgrade (version 6.02).